Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove and stretched coils could not be confirmed due to the device condition. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties, treatment, and patient effect appear to be related to the operational context of the procedure. It was reported that the guide wire encountered difficulty during removal due to interaction with the patient¿s anatomy. It is likely that manipulation of the wire, when resistance was encountered, contributed to the reported stretched coils and subsequent separation. Analysis of the returned device noted that the coils separated at the proximal solder, leaving solder remnants, indicating the wire was likely subjected to force against resistance. The separated tip was left within the patient anatomy. The reported patient effect of embolism / embolus is listed in the hi-turntrac guide wires instruction for use as a known patient effect of coronary procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the pci procedure was to treat a lesion in the left anterior descending (lad) artery. The 014 ht turntrac flex 190 hc guidewire (gw) was advanced into the side branch of the lad to protect artery. A stent was placed in the lad and the stent was post dilated, when a pinching of the side branch was noted at the location of the turntrac gw. The gw had become jailed; therefore, the gw was removed and tip became unraveled, elongated and then became separated in the aorta. There was no adverse patient sequela.